Event description:
It was reported that suture placement in the mildly calcified common femoral artery was attempted with proglide devices, using a pre-close technique, via a 8f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, no suture limb presented after plunger removal; a cuff miss occurred. The sutures of two additional proglide devices were successfully preplaced prior to the aaa procedure. The sheath was upsized to 10f and the aaa procedure was completed. The successfully preplaced sutures of the second and the third proglide devices were used after the aaa procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a mildly calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.